Manufacturer narrative:
(B)(4) date sent: 12/12/2024 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? The device locked out. The only information is that the knife stopped midway. Or did the device start to deploy staples and cut but could not be completed (partially fire)? The only information is that the knife stopped midway. Or did the device fully fire and stop during the automatic knife return? =>the only information is that the knife stopped midway. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open pancreaticoduodenectomy, the device stopped on the way at the 1st firing, and the device was locked out. The device was used on the jejunum. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/23/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 1/7/2025. D4 batch #c9ea90. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ea90, and no non-conformances were identified.